Event description:
It was reported via literature review presenting rhythm was atrial paced and ventricular sensed. Noise was seen on the atrial and ventricular leads resulting in inhibition of ventricular pacing. No adverse patient effects were reported. The device remains implanted.